Event description:
The customer reported the left monitor intermittently fails. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord. System operates as intended. (B)(4).